Event description:
On (B)(6) 2014 a lensar customer reported that he had lost suction during the fragmentation procedure on a patient resulting in a pattern being etched on the anterior surface of the cornea.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable info becomes available.